Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda), recurrent mitral regurgitation and tissue damage. It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade 4. One clip was successfully implanted, reducing mr to a grade of <1. On (B)(6) 2020, echocardiogram was performed and showed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) 2020, a second procedure was performed to stabilize the slda. One clip was successfully implanted, reducing mr to a grade of 2. On (B)(6) 2020, transesophageal echocardiography (tee) was performed and showed tissue damage had occurred on the posterior leaflet and was suspected to be caused by the first clip. Mr did not increase, and the second clip was confirmed stable on both leaflets. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the single leaflet device attachment (slda) was caused by challenging patient anatomy. The tissue damage and mitral regurgitation (mr) were outcomes of slda. The reported patient effects of tissue damage and mr are listed in the mitraclip instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: on (B)(6) 2020 the patient returned to the hospital symptomatic and echocardiography showed that mr had increased to a grade of 4. The physician decided to undergo mitral valve replacement surgery. Later that day, the patient passed away due to the inability to tolerate the mitral valve repair. In the physician opinion, the patient death was not related to the device. No additional information was provided.